Event description:
The initial reporter received questionable elecsys vitamin d total ii results for two patients tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory as they did not match the patient's clinical diagnoses alerting the reporter to an issue with the results. Sample (B)(6) . The initial result was 250 nmol/l with a data flag. The first repeat result was 38.9 nmol/l. The second repeat result was 38.1 nmol/l. Sample (B)(6) . The initial result was >250 nmol/l with a data flag. The repeat result was 70.1 nmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration data and the result was within specifications. There was no influence of the calibration on the issue. The investigation reviewed the qc data and the results were within specifications before the event. The investigation reviewed the customer's handling of patient samples and no issues were noted. The investigation reviewed the images from the sample foam detection (sfd) camera. There was dust on the active gripper wheels. There was no indication of a sample quality issue. Based on the information provided, a general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.